Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and also revealed pneumatic block was not recognized by the main circuit board. The pafs cable harness inside the pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 75) related to pneumatic block software calibration. There was no harm or serious injury reported as a result of this incident.